Manufacturer narrative:
The subject device was returned to olympus medical systems coro (omsc) for eval. The eval confirmed that the ptfe pad partially separated. There were contact marks on the surface of the probe and the grasping section. The mfg record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. Considering the eval result of the subject device, omsc concluded that the reported event occurred since the user continued activating out put for an extended time after the tissue already cut. The instruction manual of the subject device already states.

Event description:
Olympus (B)(6) received some devices error occurred from hospital. It was found that the ptfe pad of one of the devices was partially separated from the jaw. There was no pt harm reported. The occurrence date is unk.